Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who, while in hospital, experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with fortaz intraperitoneally (dose and frequency not reported) for the event. At the time of this report, treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The pt was hospitalized (B)(6) 2014 and developed peritonitis on an unknown date while in the hospital. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13k09038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.